Event description:
An inaccurate reading issue was reported with the use of the Abbott Diabetes Care (ADC) device. The customer reported that the sensor was off and not reading correctly. As a result, the customer presented to the emergency room for evaluation. During the emergency room visit, the customer's reader glucose value differed from a finger stick blood glucose result by approximately five points. Details regarding symptoms, the length of sensor wear, and the trend arrow position were not reported. Treatment received during the emergency room visit was not specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.